Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead dislodged multiple times. During the reattempts of implant, the lead was unable to be implanted. Upon further examination, the helix of the lead exhibited failure to extend and failure to retracted. The lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issues and unable to implant. A complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The reported events of helix mechanism issues were confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issues were isolated to the helix being clogged with blood/tissue. Electrical testing and visual inspection of the lead were normal with no anomalies except for procedural damage.